Event description:
Event occurred in the united states of america. Customer reported discrepant high tni results with multiple patients using triage cardiac lot t16279rn patient information: patient 3: (B)(6) 2026 m 26 y/o sx: left sided chest pain, sleeplessness and l. Sided chest pain, dx: no discharge diagnosis; recommended treatment based on triage result ed; recommend ed, treatment: based on quidel medical interventions/procedures: ekgs heart score no delay in treatment.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t16279rn with native whole blood. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.